Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument had broken instrument tip. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the initial reporter and obtained the following additional information regarding this event: the fenestrated bipolar forceps instrument had broken cable. There were no missing/broken/detached pieces to the jaw. The grip tip was not sticking out.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.163¿ x 0.175¿ and 0.126" x 0.165" were not returned with the instrument.